Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (screen blank or black) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a thermally damaged u1003 pld processor on the computer/analog board. The root cause for the damaged u1003 pld processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor screen was blank.